Event description:
Caller reported that while camping, the pt tested with a freestyle meter that had a temperature icon displayed. Pt's reading was 128. 2.5 units of insulin were administered. Pt began to vomit and an ambulance was called. A freestyle reading was taken with an outcome of 273 mg/dl. The ambulance meter read 71 mg/dl. The pt was treated at the hosp with glucose IV and was there for approx four hours.